Event description:
Patient with fever was placed on cooling blanket. Machine, in automatic mode, immediately began to cool patient. The pad water temperature was reading 6 degrees c. Nurse felt the temperature of the pad was dangerous to the patient and ordered another hypothermia machine. Second machine also operated in the same way and read 6 degrees c for the pad water temperature. Manufacturer's specs state that the automatic patient mode can drop the blanket temp to 4 degrees c. Specs and tests indicate the temperature of the pad will increase as the patient temp approaches the 37 degree c. Set point.